Event description:
It was reported that four hours after the catheter was placed, the intracranial pressure (icp) reading was -5mmhg while the pt was in a recumbent position. When the lead of the bed was raised by 30 degrees, the icp showed +5mmhg. A second monitor was used with the same results. The troubleshooting steps of an integra clinical educator revealed that there was no waveform visualized and that the red depth indicator was located outside of the strain relief sheath. The catheter was therefore not located in the brain tissue. The catheter was pulled out and a new system was going to be placed. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.